Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced vent inop, motor fault and transducer fault alarms while on a patient. The customer stated that "the patient spo2 and blood pressure were decreased".